Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had to have both fallopian tubes removed same day') and laparoscopic surgery ('emergency laproscopic surgery') in a (B)(6) year old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device deployment issue "essure device misfired" on (B)(6) 2016. The patient's concurrent conditions included abdominal pain and distended bowel. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and laparoscopic surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((unilateral salpingectomy) left on (B)(6) 2016 and emergency laproscopic surgery following essure insertion). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and laparoscopic surgery outcome was unknown. The reporter considered laparoscopic surgery and medical device removal to be related to essure. The reporter commented: from mr: procedure: diagnostic laparoscopy. Pre-post operative diagnosis: abdominal pain. Complications: none. Indication: the patient awoke with extreme abdominal pain with the rigid abdomen concerning for a preformation. The patient was taken back to the operating room by the ob/gynecological surgeon, who had an intraoperative general surgery consult requesting assistance looking for an enteric injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: encounter for sterilization findings: normal external female genitalia: 8 cm ant everted uterus: fluffy endometrial lining noted: both fallopian tub ostias were noted. Complications: none. Procedure details: surgical pause per universal protocol. Implants: essure coils in both fallopian tubes ostias. Laparoscopy - on (B)(6) 2016: normal appear uterus. Right missing fallopian tube/left normal fallopian tube. Normal bilateral ovaries. Distended large intestines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet and medical records received. Case became incident. Event: essure device misfired and had to have both fallopian tubes removed same day and emergency laproscopic surgery were newly added. Reporter information updated. Patient demographic information updated. Other relevant history and lab data updated. Reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.